Event description:
While surgeon was trialing hip, the trial head came off the neck and went into the body cavity, delaying surgery for 45 minutes until trial was found.

Manufacturer narrative:
Examination was not possible, as the instrument was not returned. The investigation could not verify or identify any evidence of product error/contribution to the reported event with the information available. Based on the investigation, the need for corrective action is not indicated.